Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Manufacturer report number: 2017865-2020-06216, manufacturer report number: 2017865-2020-06218. It was reported that the patient presented with an infection. The cause of the infection was unknown. There is no allegation from a healthcare professional that the infection was system related. It was suggested that the infection was implant procedure related. Patient presented for extraction procedure on (B)(6) 2020. The pacemaker, right atrial lead, and right ventricular lead was explanted and replaced. The patient was stable post procedure.